Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Instent stenosis is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
At routine 6-month and 12-month follow-up visits the aneurysm was noted to have remained completely occluded however the imaging revealed mild instent stenosis. No other information was provided.

Event description:
At routine 6-month and 12-month follow-up visits, the aneurysm was noted to have remained completely occluded; however, the imaging revealed mild instent stenosis. No other information was provided.